Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 600 chemistry analyzer, and identified the failure mode as a defective modular chemistry sample syringe and carbon bridge. The fse replaced the sample syringe and carbon bridge to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous na (sodium) patient results on their dxc 600 pro analyzer. The erroneous results were not reported out of the laboratory; thus, there was no impact to patient treatment in association with this event. The customer stated calibration and qc (quality controls) were low when the erroneous results were generated. The customer did not provide patient data, but verbally provided examples of the erroneous results.